Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device has a has a error code 1102 check vent primary alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined that the speakers need to be replaced. The fse replaced the speakers to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pi). The pil technician installed the speaker into a pi ventilator to duplicate the reported issue. Visual inspection of the speaker revealed no evidence of damage or contamination. The speaker was tested, the failure was confirmed. The product investigation lab has verified that speaker intermittently generates e/c 1102 during the boot up on the product investigation lab stb. Tech also verified that the speaker sounds slightly distorted during the boot up phase. The pil tech verified a high 20 ohm coil resistance during resistance measurements with the use of a fluke 87 meter. Customer complaint verified. Root cause is failure of speaker. Coil resistance is high and out of spec.